Event description:
Twist drill hole was made in left frontal adjacent to mid-line. Ventriculostomy catheter was attempted to be placed; when that failed the apparatus was being removed and the catheter rim became dislodged. A portion of the catheter sheared off and remained within the brain parenchyma of right cerebral hemisphere. Dates of use: 2009. Diagnosis or reason for use: mid brain bleed with intraventrical extension. Event abated after use stopped or dose reduced: no.